Manufacturer narrative:
Approximate age of device - 3 years, 10 months. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was expired. The patient was found at home unresponsive and subsequently had bilateral intraparenchymal hemorrhage, subdural hematoma and a subarachnoid hemorrhage. The device operated as expected and will not be returned for evaluation.

Manufacturer narrative:
Manufacturing evaluation conclusion: a direct correlation between heartmate ii lvas, and the reported event could not conclusively be established through this evaluation. The pump was not explanted and will not be returned for evaluation. The hmii lvas IFU lists bleeding and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.